Event description:
In 2008, a pt/layperson informed a customer care advocate, cca, that her lancing device had broken; she could not recall the date it reportedly broke. After the issue began the pt said that she was shaky and weak followed by treatment with IV glucose in the ER. The event occurred "within the last week." The cca replaced the lancing device. This senior medical affairs specialist spoke with the pt/layperson on 8/6/08. The pt reported the following; the pt had not tested her blood glucose because either the cap or the area where the cap is attached broke. The pt does not recall when she last tested. On the day of the event, the pt, who typically tests 3 times a day, took her usual dose of 35 units 70/30 novolin in the morning. The pt ate both breakfast and lunch. Around 2:30 p.m, while feeling "shaky and weak with blurry vision", the pt called 911. When the emt arrived, her blood glucose on their meter was 40 mg/dl. Unable to insert an IV, they gave the pt "sugar water" and transported her to the ER where she was given IV glucose. The pt was observed for 24 hours and released. The patient's lancing device was not available during the call; however, she described it as a long blue device. The pt could not recall if it is the blue ultrasoft. Because the pt alleged that her lancing device was broken so that she was unable to obtain a blood sample to test her blood glucose, and reportedly became hypoglycemic and had to be treated for hypoglycemia after the reported issue, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for eval, but has not yet received them. If the device is returned, lifescan will evaluate it and, if the device does not pass inspection, lifescan will inform FDA of the results in a supplemental report.